Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular tachycardia (vt) non-sustained and ventricular fibrillation (vf) episodes with noise were seen on the can to right ventricular (rv) coil vector; however, noise is not sensed on the rv tip to rv tip to ring vector. (B)(4).

Event description:
It was reported that the clinic nurse saw noise on the right ventricular (rv) lead from can to coil on the electrogram during delivery of anti-tachycardia pacing on a ventricular tachycardia (vt) episode. The lead will be evaluated and remains in use. No patient complications have been reported as a result of this event.